Manufacturer narrative:
Correction: d2: added state: (B)(6). G1-g2: added establishment name: (B)(4). G3: added report source: foreign, health professional, user facility, company representative. The investigation of the returned coil system found pusher returned with no implant attached. The heater coil did not show signs of activation using a detachment controller. The implant was not returned for evaluation as it was left in place in the patient's body as described in the reported event. The pusher's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. The pusher portion of the device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If any portion of the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during an emergency embolization treatment for a peptic ulcer , the physician attempted to reposition the coil from an undesirable location, and it prematurely detached. The coil was able to be positioned correctly and was implanted in the artery. There was no patient harm.